Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of the malposition of the initial valve cannot be confirmed. Procedural factors (manipulation of the devices), in addition to patient factors (severe native leaflet calcification, stj calcification) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transapical tavr procedure, a 23mm sapien xt valve positioned 70:30 aortic/ventricular (a/v). The delivery system was not coaxial for the annulus and the valve was deployed slightly canted in a final 60:40 a/v position. A part of the native leaflets appeared to be higher than the upper end of the valve. A second sapien xt valve was deployed in a more aortic position. Per the physician, the valve in valve was performed to prevent migration of the initial valve toward the left ventricle post procedure. The native annular diameter measured 17.4mm x 24.9mm with a valve area of 342mm2. Severe calcification at the ncc and lcc and ¿little¿ calcification at the rcc was reported. The stj diameter measured 20.5mm x 23.6mm. The stj was reported to be ¿thin¿, with calcification.